Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture . Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 72-year-old caucasian female patient who underwent breast augmentation revision surgery with a 400cc mentor memorygel breast implant experienced right sided rupture post procedure. As a result, patient has a planned explantation on (B)(6) 2022.

Manufacturer narrative:
On october 4, 2022, mentor became aware that patient has an updated explantation on (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 23, 2022, the mentor failure analysis lab has received the device for evaluation. The investigation of the returned device was completed by the failure analysis lab on december 2, 2022. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the sx mpp gel 400cc breast implant had an area of siltex cracking on the posterior view. Leak testing was performed, according with mentor procedure, and it revealed a tear within the siltex cracking, measuring approximately 0.2 cm. Additionally, no other leak sites were detected. The evaluation determined that the cause of the rupture is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 26, 2023, mentor became aware the patient experienced a granuloma and capsular contracture, baker grade 4 on the right side. Relevant fields have been updated. On january 31, 2023, mentor updated the evaluation summary of the device. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the sx mpp gel 400cc breast implant had an area of siltex cracking on the posterior view. Leak testing was performed, according to mentor procedure, and it revealed a tear within the siltex cracking, measuring approximately 0.2 cm. Additionally, no other leak sites were detected. The evaluation determined that the cause of the rupture is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Granulomas are noncancerous nodules that are a common tissue reaction to the presence of a variety of foreign materials, such as silicone. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).